Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) to address the reported event. The company representative performed an on-site assessment and replicated the reported event. To resolve the issue, the nonconforming footswitch was replaced and then was found the system to meet specification. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a surgery an ophthalmic laser footswitch failed and laser continued to emit. Patient experienced eye pain and symptom was resolved.